Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. Transmissions showed that the left ventricular (lv) lead exhibited high pacing impedance measurements. Programming changes were made. The patient was in stable condition.